Event description:
It was reported that the patient was admitted to the emergency room (ER) due to hypoglycemia. The patient's blood glucose level dropped to 2.9 mmol/l (52.2 mg/dl) after attempting to give a bolus. The patient reported entering a 2 unit bolus, but as their bgs continued to drop, they checked their personal diabetes manager (pdm) and saw 19.75 units had been delivered of a 20 unit bolus that had been programmed. The patient alleges they did not accidentally enter 20 units instead of 2. At the ER, the patient was told to remove the pod and was given 5 glucose gels.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
Updated d4 - model # from pt-000438 to pt-001443. Updated d4 - lot # to ph1k11202411. Updated d4 - catalog # from pod-ble-h1-529 to pod-omni-i1-6220. Updated d4 - serial # (B)(6). Updated d4 - expiration date to 5/20/2026. Updated d4 - primary UDI number from (B)(4). Updated h4 - device mfg date to 11/20/2024.